Event description:
It was reported that oversensing on the rv channel led to pacing inhibition on a pacing dependent patient. The lead was explanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 53.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.